Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller tested 6.9 inr on the coaguchek xs system while a comparison lab returned as 4.76 inr. The caller's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.